Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted due to eri/eos and underwent routine product analysis. The indications for use were multiple sclerosis and in tractable spasticity. The system was delivering baclofen 1000mcg/ml. The dose and lot number were unknown.

Manufacturer narrative:
(B)(4).